Manufacturer narrative:
Evaluation summary: the reported condition for failure code 570 was confirmed. Inspection of the device found that this failure code was caused by damaged batteries. This issue is currently being investigated under mdq-CAPA-132.

Event description:
Failure code 570:320:844:0000 reported by customer paperwork. The hospital representative stated they have no record of any patient incident.